Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient's representative. They called back and asked if the bluetooth lights have to be on all the time. They said when they turn the handset off then turn it on again its not connected. Reviewed they have to manually turn communicator on before trying to connect in the patient therapy application. Agent reviewed equipment usage. They were able to successfully connect to implantable neurostimulator (ins) during the call and report stimulation is on.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins). The reason for call was since they got programmed on (B)(6) the pt was not getting relief. The pt could not turn therapy up anymore since it affected their left side. Caller said when they turned up volume (agent understood intensity) it affected the leg. Pt then said on the call that when they turned up the base and prime it affected their side and leg; it was hard to walk and they could not get their left leg to work all the time so they had to turn intensity down. Pts base was at 1.3 and prime was at 0.7. Pt was on group c. Pt notified their medtronic rep about this a couple days after it being programmed and they had them already try a different group. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
B3: event date is date valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.